Manufacturer narrative:
Per the customer¿s response, the reprocessing steps that were implemented were not in line with the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected and prevented by following the sections of instructions for use below: the instruction manual operation manual ¿urf-v3, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿urf-v3, chapter 5 reprocessing the endoscope¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited a foreign object in the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information of the legal manufacturer's final investigation. Based on the results of the additional information obtained, the foreign object as attached to a brush and the foreign material could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.